Event description:
It was reported that the patient¿s stimulation started and stopped on its own without using the patient programmer. There was a note that the event was for several months. The adaptive stimulation when the patient was upright they could lean back and feel stimulation ¿zap¿ but if she leaned forwards the stom/zap was gone. The patient wanted the adaptive stimulation position adjusted. This event was for months. The patient was recently diagnoses for osteoporosis in her hip and would like to try and reprogram to cover that.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type; lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).